Event description:
Healthcare professional (HCP) reported injecting a patient with 1mL of JUVÉDERM VOLLURE¿ XC and 2mL of SKINVIVE¿ by JUVÉDERM® in the ¿Marionette lines / chin / preauricular area.¿ Mild reaction was noted after Vollure, but the response to Skinvive was significantly more pronounced. Approximately one and a half months post injections, the patient experienced ¿bumpy texture in the chin area.¿ Attempted to massage, which appeared to worsen the symptoms. Five days later, the patient was seen and administered 0.4 mL Hylenex® with heavy massage. Two days later, the patient returned with worsening swelling/bumps around the mouth and chin, visible while speaking, and received 3 vials of Hylenex®. Four days later, the patient was seen again and received approximately 2.5 mL Hylenex® with minimal massage. Raised areas were also noted in the preauricular area where VOLLURE had been placed. Main concern was medium to large nodules throughout the marionette and chin area. Symptoms are ongoing. The HCP additionally reported that the patient has a remote history of nodules after Vycross filler in the marionette area that were dissolved.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.